Event description:
It was reported that a user experienced persistent elevated glucose throughout the day while using the ilet, with cgm reading high and a confirmatory fingerstick of 363 mg/dl, after which the user had already removed supplies and later replaced the sensor due to expiration; insulin delivery was resumed after a full supply change, no infusion set issues were observed, alerts showed no dosage stopped, and the glucometer value was entered into the pump. Symptoms included hyperglycemia reaching a peak of 400 mg/dl without reported clinical manifestations. Outcomes included no hospitalization and continued therapy after troubleshooting. Investigation included remote troubleshooting, review of alerts and insulin delivery status, verification of infusion set condition, confirmation of cgm sensor replacement, and data entry of a fingerstick into the device. Investigation of this case revealed no device malfunction identified and no occlusion, leakage, or set integrity issue observed, with the probable source of inaccurate readings linked to an expired cgm sensor and an unclear cause for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.